Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent right knee arthroplasty due to osteoarthritis. It was noted the patella was resected and patellar button applied. The surgeon reported no intraoperative complications. Depuy components, and two depuy cements were implanted in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to loosening and instability. The surgeon indicated the tibial tray had debonded off the cement at the cement to tray interface. The femoral component was revised, though there were no allegations against it. The patella was intact and not revised. The surgeon reported no intraoperative complications. Competitor components were implanted in the revision. Doi: (B)(6) 2016. Dor: (B)(6) 2018, (rt knee).